Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cacked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2024 10:55:00 faster than expected at 1.0 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 00:51:00 after more than 7 days at 7.71 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2024 21:07:00 faster than expected at 0.88 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-oct-2024 in the pump history file. (B)(6) 2024 17:02:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 19:32:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 19:42:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 23:36:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 23:55:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). (B)(6) 2024 20:07:23.000 alarmalertnotification (40), faultnumber: nodelivery (7) during bolus. (B)(6) 2024 00:51:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). (B)(6) 2024 10:22:00.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). (B)(6) 2024 10:48:14.000 batteryremoved (55), (B)(6) 2024 10:48:14.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 10:49:12.000 batteryinserted (44), (B)(6) 2024 10:55:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). (B)(6) 2024 11:49:38.000 batteryremoved (55), (B)(6) 2024 11:49:38.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 11:49:58.000 batteryinserted (44). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. Nodelivery (7) alarm not confirmed. Lowbatteryalert (104) confirmed. Changebatteryfault (73) confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss confirmed, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1811. Troubleshooting was performed. Customer did not receive a low battery alert prior to the replace battery alert. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Mmt-1811 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.